Event description:
It was reported that the case and 0 combinations had impedances greater than 4000. It was noted that the outcome was an ongoing event. It was noted that interventions included reprogramming around c,0 on (B)(6) 2014. It was noted that the event was possibly related to the device or therapy and unlikely related to the implant procedure. It was noted that there was no signs or symptoms and the severity was mild.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v997481, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received from a healthcare provider for a clinical study reported the symptoms were still ongoing as of (B)(6) 2015. Indications for use include gastrointestinal/pelvic floor and urinary dysfunction.